Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that a foreign material remained in the air/water-cylinder and air/water-channel, also the light guide lens had a stain inside. It¿s likely the cause is related to the light guide lens glue peeling off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. The events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during inspection of the device, the air/water tube and cylinder of the duodenovideoscope had whitish foreign material and the inside of the light guide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.